Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator. Patient asked about ins battery longevity and noted that they were told by their provider that they will know the ins needs to be replaced when it starts to take longer to recharge. Patient stated that for about a month now they have noticed the ins battery is taking longer to recharge. Patient said that the last 2 times they recharged the ins it took almost an hour whereas it used to take half an hour. Agent reviewed battery longevity info and redirected to hcp.